Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 240.4150.5 error. Pressure sensor failure. Biomed asked the difference between 240.4150.0 and 240.4150.5 error. I let him know that the .0 is a hard error where the .5 is a log only error. Most of the time the .5 is triggered by a set being installed. He should be concerned with the .0 hard failure. Also asked why the pressure sensor calibration would fail even though the unit would pass pm. The unit does not have to be pressure cal if it passes the pm. Only when it fails patient side occlusion should the pressure calibration be done. Emailed service bulletin 543 regarding how he should correctly connect the 8015 to the system maintenance software. Emailed service bulletin 592a and informed him we recommend to replace the battery every two years and charge 16 hours prior to putting into service.